Event description:
Adverse event(s): "shadow wipe across the eye on an irregular pattern" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he sees a shadow wipe across the eye on an irregular pattern which goes away when he blinks, then comes back. In a follow-up with the surgeon, she reported that the device did not cause/contribute to the event; and that surgery "went well with no problems". The surgeon continues to monitor the pt and stated that the event will resolve without treatment. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/08/2010, 03/09/2010, and 03/17/2010 by phone, fax, and mail. A completed questionnaire was received on 03/23/2010. (B) (4). (B) (4). (B) (4).